Event description:
A customer observed falsely elevated trop I results for a patient sample tested on the eci analyzer. The biased results were not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the results did not match results from another facility. The customer reported acceptable qc results and datalogger analysis showed no evidence of analyzer malfunction. Further investigation revealed sample handling errors. Use of plasma gel separator tubes has shown improved performance. The root cause of the event is user error.